Event description:
It was informed that the ptfe pad of the subject device was separated during a procedure of sigmoid colon. The doctor completed the procedure with another device. There was no other patient injury regarding this report.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that there were contact marks on the surface of the probe and non insulated area. The ptfe pad of the subject device was worn away, and partially separated. As the result of checking the probe and the manufacturing record fo the same lot, nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the ptfe pad was worn away and partially separated, because the doctor activated output in seal and cut mode without grasping anything.